Manufacturer narrative:
This report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4). Citation: toledano et al. Clinical features, management and outcome of infective endocarditis after transcatheter pulmonary valve implantation. 2019. Cardiology in the young - 53rd annual meeting of the association. 29(supp 1):s141. Doi: 10.1017/s1047951119000489. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding management and outcomes of endocarditis after the implant of a transcatheter bioprosthetic pulmonary valve (tpv). All data were collected from a single center between 2012 and 2018. The study population included 46 patients (predominantly male), 33 of whom were implanted with medtronic melody transcatheter bioprosthetic pulmonary valve. The remaining patients were implanted with a non-medtronic tpv. No serial numbers were provided. Among all patients, no deaths were reported. Among all patients, adverse events included: stenosis, mild regurgitation and endocarditis due to staphylococcus aureus, streptococc us sanguis, streptococcus anginosus, coagulasa-negative streptococcus, streptococcus parasanginis. Predisposing factors included: dental, chronic dermatitis previous endocarditis in the conduit before the tpv implant. All patients were treated with antibiotics. No adverse patient effects were reported.